Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer inquired via phone call, if the insulin pump had a reminder alarm for when the insulin pump is suspended. Customer stated he had suspended the insulin pump. At night when he fell asleep she forgot to turn the device back on. The customer ended up with blood glucose of 550 mg/dl. Customer was advised the device will display an open circle on the device display and it will chime every 15 minutes. A self-test was performed on the insulin pump, the device chimed and vibrated. The customer is not returning the device for analysis.